Event description:
It was reported that the battery of this cardiac resynchronization therapy pacemaker (crt-p) was suspected to be depleting prematurely as it decreased from 3 years of battery life to 1 year of battery life in a 12 month time period. A request was made to have data from this device analyzed. Data analysis indicated the battery appeared to be depleting normally since the power usage is slightly higher than normal but remains stable. Upon interrogation at routine check, this device was found to be in safety mode. Technical services (ts) recommended device replacement. Physician will further evaluate this patient as this patient is not pacing dependent. This crt-p remains in service. No adverse patient effects were reported. The complaint device was not returned to bsc, therefore product analysis could not be performed.